Event description:
It was reported that the patient presented for an implant procedure. During the procedure, p-waves could not be obtained while mapping with the device. The device was not used, and an atrial device implant was aborted. There were no patient consequences.

Manufacturer narrative:
Reported event of a use of device problem could not be confirmed. Visual inspection of the device found the outer helix was stretched out of specification and found no anomaly on the inner helix. The helix elongation is consistent with having occurred during procedure. Further analysis found no anomaly contributing to reported event of an interrogation problem. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. A device history record (DHR) review was performed, and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.